Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical esophageal cancer procedure, the device was unable to squeeze the handle did not fire even the green button was able to press. A poor staple line was also stated because of explosion of loads. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed secondary damage was misuse of the product. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the side of the loading unit, or clamping over excessive thickness. The investigation detected a secondary condition of excessive manipulation that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical esophageal cancer procedure, the device was unable to squeeze the handle and did not fire even the green button was able to press. A poor staple line was also stated because of explosion of loads. Another device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.